Event description:
As reported, in 2004, this pt underwent endovascular repair of a thoracic aortic aneurysm using gore excluder aaa endoprosthesis aortic extender components. Sixty days post-operatively, the pt presented with perigraft gas secondary to an infection. The pt expired on an unknown date from sepsis. Further investigation is being conducted.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Please note additional devices implanted in the patient: pxa280300; pxa260300; pxa280300; pxa280300; pxa280300; pxa280300; pxa280300.